Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with umbilical vessel catheter (uvc). The customer states that the uvc cracked and was leaking. The uvc was pulled and the pt is doing fine.